Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as htl is an OEM manufacturing site. Investigation summary: material # 366594. Lot/batch # unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter. Bd decides not to undertake corrective actions at this stage. We will continue to monitor defects for reoccurrence. Proper actions were undertaken by process owners. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® contact-activated lancet, the device experienced foreign matter on device needle /blade . The following information was provided by the initial reporter. The customer stated: hello - just had a call from a user who wanted reassuring about our lancets. They received a kit that had not been tampered with and they confirmed that all of the safety lancets had there caps still on and she had to snap them off. One of the lancets however had an orange/brown residue on the end and the user wanted to confirm there was no way this could be blood. I have confirmed how many lancets were affected and it was just the one. I couldn't see the residue properly but the user had wiped some of it off in a panic. She described it as looking like iodine.